Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18434. The patient reported she ceased using and charging her scs system due to experiencing ineffective stimulation. She is now unable to communicate with or charge her ipg. The sjm rep is to contact the patient as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.